Manufacturer narrative:
Investigation under iaca (B)(4) is on going. (B)(4).

Event description:
The surgeon attempted to implant a collamer lens model cc4204bf and was damaged. The lens was not implanted and there was no patient contact. It is unknown if there was a product malfunction.